Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported having five radiation treatments last week. The patient was seeing an informational por (power on reset) on the recharger and therapy had stopped due to the por. The ins battery was very low and the patient was also getting the &#49352;arge ins battery&#55305;con on the programmer. It was reviewed that the patient would need to charge the ins before the por could be cleared on the programmer. Additional information received reported the patient recharged the ins and received help clearing the por successfully. Indication for use included failed back surgery syndrome and spinal pain.